Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on 09/26/2025, they just applied a new pod and sensor. On her way outside, she felt hypoglycemic and lost consciousness. The patient was unconscious for 2 hours and is unable to recall how her pod was removed. The patient checked their blood glucose, which was at 30 mg/dl. An ambulance was called, and the patient was treated in the ambulance with glucose and brought to the hospital. The patient was discharged from the hospital after about 3 to 4 hours when her blood glucose became stable. Performance data was reviewed. Data shows that the patient's low alert was set to 70 mg/dl with the audio set to match phone. The urgent low alert is fixed at 55 mg/dl; the audio was set to match phone and the snooze feature was set to 30 minutes. The signal loss alert was disabled. Data investigation shows that at 2:41 pm on september 26, 2025, the patient entered a period of signal loss that lasted until the following morning. The availability of backfilled data shows that the patient¿s estimated glucose values reached the urgent low alert threshold of 55 mg/dl at 3:16 pm and continued to drop from there, reaching low (less than 40 mg/dl) at 3:26 pm. The patient¿s egvs stayed below the urgent low threshold until 6:12 pm, at which point they started to rise and crossed into target range before dropping back below the urgent low threshold and rising again, reaching target range at 7:26 pm where they stayed for the remainder of the day (as backfilled readings). The complaint was confirmed as signal loss over an hour. The root cause of the signal loss could not be determined. However, patient misuse was found to have contributed to the hypoglycemic event as the patient¿s signal loss alert was disabled. Although the root cause could not be determined, the signal loss was not caused by any the following issues: a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.